Event description:
At 57 seconds into the lifevest arrhythmia detection sequence the patient received a non-lifevest defibrillation. The rhythm at the time of the non-lifevest defibrillation was an idioventricular rhythm @ 55 bpm with CPR/motion artifact the post shock rhythm was asystole with CPR/motion artifact and intermittent cardiac activity. The patient's neurological status at the time of the event is unknown. The patient was inappropriately treated 5 times by the lifevest. Multiple counting of the ECG signal and CPR/motion artifact contributed to the false detection. The response buttons were pressed after the treatments had been delivered. The response buttons functioned appropriately. The impedance was 0 during the 5th pulse delivery. Front electrodes were not properly on the skin. Therefore, the device only delivered a 1 joule shock for the fifth treatment. The patient¿s daughter reported she did not feel a pulse on the patient and the patient was taken to the hospital. The patient was put on life support and the lifevest was removed. No deficiencies were alleged against the device.

Manufacturer narrative:
The monitor and electrode belt were returned. The evaluations have not been completed. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.